Event description:
The device was used during a laparoscopic gastric bypass. The instrument fired but no staples deployed. A new device was opened to tear down the anastomosis and re-anastomose the stomach to the jejunum.